Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Moisture damage was found on the electronic assembly and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer¿s blood glucose was 6.2 mmol/l at the time of incident. Customer reported that they were unable to clear the alarm and unable to rewind the pump. The insulin pump will be returned for analysis.